Manufacturer narrative:
The insulin pump was not received in manufacture mode. The pump power up properly after battery installation. The pump was received with operating currents within specification. The pump passed selftest and displacement test. No failed battery test noted. However, low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue with a connector. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The insulin pump was received with cracked retainer, minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that the customer had to change the battery frequently. The customer¿s blood glucose level was 150 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.